Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) fiber optic failure, arterial pressure will not give a waveform. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,investigation conclusions),h10. Corrected field - e3. A getinge field service engineer (fse) evaluated the unit and was unable to duplicate the reported failure. Fse states that machine passes fiber optic tests, no other alarms could be produced. Returned the machine to the customer for clinical use. Patient involved, no harm reported.

Event description:
N/a.